Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Cotton layers have unfolded and are getting stuck inside of her [foreign body in reproductive tract]. On removal the cotton layers have unfolded-tampon [device breakage]. On removal the cotton layers have unfolded and are getting stuck inside of her [complication of device removal]. Case narrative: relative reported via e-mail that her daughter had difficulty removing the tampon and that the cotton layers unfolded and became stuck inside. No serious injury reported.

Event description:
Cotton layers have unfolded and are getting stuck inside of her [foreign body in reproductive tract]. On removal the cotton layers have unfolded-tampon [device breakage]. On removal the cotton layers have unfolded and are getting stuck inside of her. [Complication of device removal]. Case narrative: relative reported via e-mail that her daughter had difficulty removing the tampon and that the cotton layers unfolded and became stuck inside. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.